Manufacturer narrative:
The weight, gender, and age of the patient are not known by the manufacturer.(B)(4): the general history of similar devices from controlled inventory was considered.

Event description:
Bowel injury. Treated with diverting colostomy.